Event description:
During the procedure, the device emitted metal fragments. The metal fragments were successfully irrigated out of the surgical site. No injury to the patient or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks throughout the inner shaft. The observed galling marks indicate that excessive "side-loading" force exerted onto the device while in use, thus causing discharge of metal fragments.